Manufacturer narrative:
Concomitant products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2021,explanted: (B)(6) 2021, product type: lead. Product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2021, explanted: (B)(6) 2021, product type: lead. Product ID: 97792, lot# n647962, implanted: (B)(6) 2021, explanted: (B)(6) 2021, product type: accessory. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patients incision where the battery was placed was not properly healing. The patient reported drainage and redness to the site. Patient has history of poor wound healing, per hcp. Per hcp, the patient was on oral antibiotics to try to heal the incision prior to the explant. Unsure of when the antibiotics were started. Due to the poor wound healing, hcp opted to remove the entire scs system. He reported he kept the patient in the hospital for two days after removed for IV antibiotics. Issue resolved.